Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Healthcare professional reported "implant has ruptured" confirmed via ultrasound. Later patient reported "lump under my armpit", "moved out of the pocket", "looked displaced/bottomed out" and "no new implants, same implants, just a redo to fix the pocket". Later healthcare professional reported "pseudoptosis" and "stretching of the breast". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration, use error, other and visibility/palpability

Event description:
Healthcare professional reported "implant has ruptured" confirmed via ultrasound. Later patient reported "lump under my armpit", "moved out of the pocket", "looked displaced/bottomed out" and "no new implants, same implants, just a redo to fix the pocket". This record is for the right side. The device remains implanted.